Event description:
Inbound. Patient reported no disposable alarm on both cadd legacy pumps 1.5 hours before veletri cassette change due. Alarm resolved with cassette change early. Cassette lot 4096351. No further details provided.